Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was used during a procedure on (B)(6) 2008. According to the complainant, the patient experienced pain, infections, incontinence, prolapse, erosion of vaginal tissue and erosion of the mesh post procedure. The exact nature and date of onset for these symptoms are unknown. All other information is unknown and reportedly unavailable.